Manufacturer narrative:
Follow up information received indicated that after an intraocular lens implant on 06feb97 this man had a gradual onset of symptoms with endophthalmitis being diagnosed on 18feb97. This report is for the first of five patients all operated on in the same hosp on the same day. The condition was assessed as severe and he was hospitalized and treated with antibiotics and anti-inflammatory medication. He recovered in a few days. Patient initials, age, outcome, date of event, labdata, history, concomitant medication, and company evaluation are reported in this follow up report in boxes a1,a2,b2,b3,b6,b7,d10, and h6.